Event description:
It was reported that the device was exhibiting faster than normal battery depletion. Patient was asymptomatic. No intervention was performed, the patient is being monitored via merlin.

Event description:
New information received notes that the pacemaker was explanted.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The device was at end of life (eol) as received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.